Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had a high blood glucose value of 477 mg/dl. The customer stated that, the blood glucose was under 350 mg/dl. Customer reported that they had a blood glucose of 67 mg/dl in the morning which they tried correcting with food but customer then had a high blood glucose value. It is unknown whether the automode feature was in use at the time of the event. Insulin pump will not be returned for analysis.